Event description:
Caller states this inform meter was reported by the operators to be smoking and melted when docked. The electrical contacts of the inform meter are blackened and the plastic around them is melted. No adverse event reported. Requested return of device, replacement was sent.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.